Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an "air detected" alarm was reproduced as "reload set!". A review of the event history log revealed "reload set!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation determined the cause to be an out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was required to be replaced to correct the reported issue. The device malfunction occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an air detected alarm which did not stop. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.